Manufacturer narrative:
After replacing the a04 therapy pcb and performing other maintenance/service activities, the device passed functional and performance testing and was returned to customer. The replaced part was further evaluated by stryker and the root cause was of the reported issue was determined to be the mofset q7 component within the therapy pcb.

Event description:
The customer contacted stryker to report that their device displayed an event code that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Event description:
The customer contacted stryker to report that their device displayed an event code that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The fault was attributed to a therapy pcb. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.